Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with a notification via merlin.net. Review of the alert exhibited high, out of range hv lead impedance. Scaring tissue in the pocket or its dryness was suggested as a possible cause. Dft was suggested. The patient will be monitored.